Manufacturer narrative:
Device evaluated by manufacturer: visual and microscope inspection of the returned product revealed that the rotawire was fractured approximately at 127.5 inches from the proximal end. The distal section was not returned for analysis. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to the guidewire separation. The middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the guidewire fractured and the patient experienced perforation and cardiac tamponade. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 1.25mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure the rotapro burr was advanced over the rotawire and ablation was performed. Due to little backup on the non-bsc guide catheter, the guide catheter was exchanged to another a different non-bsc guide catheter. The rotawire was also exchanged to new rotawire. After several ablations were performed, the physician lost position of the wire, burr and guiding catheter. Therefore, the rotawire and a non-bsc guiding catheter were replaced. After a few more ablations, a perforation was observed along with a broken rotawire. The rotawire was removed from the patient. The physician believed the broken rotawire, rotapro ablation, and anatomical vessel characteristics led to the perforation. Ballooning was performed which stopped the bleeding. Cardiac tamponade occurred and was treated with puncture, intubation, and ventilation. The patient was placed into an artificial coma and treated in the ICU. As of (B)(6) 2020, the patient was awake, breathing naturally, and no longer in the ICU.

Event description:
It was reported that the guidewire fractured and the patient experienced perforation and cardiac tamponade. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 1.25mm rotapro and rotawire were selected for an atherectomy procedure. During the procedure the rotapro burr was advanced over the rotawire and ablation was performed. Due to little backup on the non-bsc guide catheter, the guide catheter was exchanged to another a different non-bsc guide catheter. The rotawire was also exchanged to new rotawire. After several ablations were performed, the physician lost position of the wire, burr and guiding catheter. Therefore, the rotawire and a non-bsc guiding catheter were replaced. After a few more ablations, a perforation was observed along with a broken rotawire. The rotawire was removed from the patient. The physician believed the broken rotawire, rotapro ablation, and anatomical vessel characteristics led to the perforation. Ballooning was performed which stopped the bleeding. Cardiac tamponade occurred and was treated with puncture, intubation, and ventilation. The patient was placed into an artificial coma and treated in the ICU. As of (B)(6) 2020, the patient was awake, breathing naturally, and no longer in the ICU.